Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 439688, lead, implanted: (B)(6) 2013; 5076-45, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that twos (t-wave oversensing) was noted. It was noted that the patient experienced occasional "flutters" following exercise. Sensing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the product surveillance registry.